Manufacturer narrative:
Concomitant medical products: 419688 lead; implanted (B)(6) 2011; 693565 lead; implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) initially classified the arrthymia as supra ventricular tachycardia (svt) and therapy was withheld, however the ventricular rate increased and was then classified by the device as ventricular fibrillation. The crt-d remains in use. No further patient complications have been reported as a result of this event.